Event description:
Upon a beckman coulter (bec) field service visit, the field service engineer (fse) observed a prematurely failed internal wash valve which caused a leak / drip from one of the reagent probes in the olympus au5431-02 clinical chemistry analyzer. This valve is to clean the inside of the probe between either patient samples or assays. It is also the valve which controls the aspiration of r-2 reagent. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The fse replaced the defective valve which resolved the leak. No further issues were reported at this customer site after service activities were performed. (B)(4).